Manufacturer narrative:
This is an addendum to the initial MDR to correct the expiration date.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the 3dmax mesh implanted on the patient's left side. A second emdr was created to address the 3dmax mesh implanted on the patient's right side. Addendum 1: this is an addendum to the initial MDR to correct the expiration date. Addendum 2: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Based on the available information, no conclusion can be made. Per medical record provided, post implant of two 3dmax meshes, patient was diagnosed with pain, adhesions and underwent the explant of both the meshes. The instructions-for-use supplied with the device lists adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Updated fields: d4 (UDI). Corrected field: h4 (manufacturing date). This supplemental emdr was submitted to represent the 3dmax mesh - left (device #1). An additional supplemental emdr was submitted to represent the 3dmax mesh - right (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2016: the patient underwent surgery for repair of bilateral inguinal hernias. Two 3dmax mesh were implanted, one on the patient's left side and one on the patient's right side. On (B)(6) 2017: the patient underwent an additional surgery to remove the 3dmax, which allegedly failed, and repair the recurrent hernia. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: on (B)(6) 2016: patient was diagnosed with bilateral inguinal hernias and underwent laparoscopic repair with the implant of two 3dmax meshes (device#: 1 and device#: 2). Per operative notes, "the right side had two very large lipomatous masses and the left side had large lipoma. Once it was dissected off, the right side had a right medium bard 3dmax mesh placed, and then the left 3dmax mesh was placed by overlapping in the midline. " on (B)(6) 2016: patient had slight redness with mild incision dehiscence. On (B)(6) 2016 to on (B)(6) 2017: patient visited the hospital for lower abdominal pain, right greater than left, and underwent bilateral inguinal nerve block and prescribed medication for pain management. On (B)(6) 2017: patient was diagnosed with bilateral groin pain and underwent laparoscopic and open repair with the implant of polypropylene mesh. Per operative notes, ¿on the left side, the mesh was well integrated into the surrounding tissues and was excised completely. Around the right inguinal hernia defect, was able to find the mesh medial to the hernia defect. The mesh had become folded over on itself, displaced medially and separated from surrounding tissues. A minimal amount of residual mesh was left on either mesh. Polypropylene meshes were placed on both sides.¿ on (B)(6) 2017 to on (B)(6) 2018: patient was diagnosed with inguinal pain, abdominal pain and underwent right ilioinguinal nerve block. Attorney alleges that the patient had abscess, bowel/intestinal obstructions, infection, mesh migration, nerve damage, pain, recurrence, ring break, seroma and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the 3dmax mesh implanted on the patient's left side. A second emdr was created to address the 3dmax mesh implanted on the patient's right side. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2016 - the patient underwent surgery for repair of bilateral inguinal hernias. Two 3dmax mesh were implanted, one on the patient's left side and one on the patient's right side. On (B)(6) 2017 - the patient underwent an additional surgery to remove the 3dmax, which allegedly failed, and repair the recurrent hernia. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.